Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instruments legs of the clips crossed and almost cut the artery and they wouldn't clip together at all. There was no consequence to the pt.